Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the patient had to be transferred to another room to complete the procedure. The philips remote service engineer (rse) analysed the system remotely and confirmed that the images were not being fully displayed. As per the customer they have 6 video displays selected on the flex monitor in the middle and the right video displays were distorted. The customer rebooted the system, but the issue persisted. The philips field service engineer (fse) visited onsite and upon functional testing, the fse checked the logs and tried to recreate the error, but the error didn¿t appear. The fse checked all the connections for the flexvision at both fv side and pc side and ran the psc test which was successful. After this, the reported issue didn¿t reoccur, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that images were not being fully displayed, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.